Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner was not working. A field service engineer (fse) addressed biometric identifier malfunction not resolved by reboots, pushed the lumidigm v1.3 firmware package from remote support service, rebooted the station, and confirmed successful operation with customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner was not working. All users were unable to use the fingerprint scanner. The station automatically shut down every time a user attempted to use the fingerprint scanner. The customer rebooted the station twice; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.